Event description:
During a call to the baxter technical service representative (tsr) for an unrelated issue, the patient indicated that he had peritonitis. A follow up call was made to the facility nurse on (B)(4) 2012. The nurse confirmed the event of peritonitis. The patient was hospitalized for 2 days. The patient was treated with fortaz 1gm intraperitoneal (ip) and remains on the antibiotic at this time. The patient had been retrained recently and the cause of the peritonitis was due to the patient's constipation. The patient is considered to be recovering.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is the 2nd of 3 reports related to this event.

Manufacturer narrative:
(B)(4). A batch review was performed and no defect was noted. The problem was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.